Manufacturer narrative:
Device not returned.

Event description:
It was reported that when an asymptomatic patient presented in clinic during a follow up visit, device post-paced t-wave oversensing issue was observed on the ventricular channel. The patient did not receive therapy during the oversensing. The programming changes were recommended and these changes were planned to be made on (B)(6) 2017 during an in clinic visit. No further information available.